Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited r wave amplitude variation. The rv lead was explanted and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of r: wave amp variation was not confirmed. As received, a complete lead was returned for analysis. Final analysis didn't find any anomalies except for procedural damage.